Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. To address the alarms, the customer cleared the alarm and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue.